Event description:
Alleged event: when the staples come out straight and do not adhere to the tissue. There were no reported consequences to the pt.

Manufacturer narrative:
(B)(4). Additional method: the device history review for the product visistat 35w (B)(4), lot number 73h1400227 did not show issues related to the complaint. (B)(4) boxes ((B)(4) staplers) of catalog number 528235 visistat 35w (B)(4) were received not used, closed in original packaging, lot number 73h1400227 was confirmed. All components look well assembled, no damage, no stuck staples in the tips of the cartridges. Failure mode not closing was not confirmed with samples received. The failure mode not closing as reported was not able to be duplicated with (B)(4) staplers received. The devices worked properly. Therefore, corrective actions are not required at this time. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.